Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during their pd treatment. The patient reported receiving a drain complication alarm during drain one of four of treatment. The patient discovered a fluid leak, however it was unknown where the leak had occurred. The patient stated there was fluid on their floor and couch. The cause of the leak is unknown. Upon follow up, the patient contact stated that they had started treatment and then noticed that there was fluid on their floor during the patient¿s treatment. The patient received a slow drain message and was instructed to start over with new supplies. The patient contact stated they got the same message with new supplies and tried a cassette with a different lot number and the patient completed treatment with no further issues. The patient contact stated that during the first treatment when the leak occurred they did not notice anything wrong with the solution bags or cassette, and did not know where the leak was coming from. The patient contact stated that there was no damage or holes on the solution bag, and the connections were securely connected. The patient stated that there was no patient injury, adverse events, or medical intervention as a result of the reported event.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.